Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer felt sick and thirsty and gave 40 to 60 units of insulin with the insulin pump and pen. It was stated that the customer was at the doctor's office and the glucose reading was over 600mg/dl. It was stated that the doctor sent her to the hospital where customer was treated. It was stated that there were missing bolus for one day, and customer was not sure what she have done then. It was stated that the customer changes the infusion set every three days. Troubleshooting was performed. Ran a high pressure and displacement test and the insulin pump passed the tests. No further information was provided.